Manufacturer narrative:
1. The alleged false positive on fhc-102 product. The customer reported obtaining a false-positive result using the clearview hcg cartridge (ref (B)(4), lot 0000994862, expiration date 2027-04-10), despite a negative serum hcg. In addition, the patient experienced typical pregnancy symptoms such as breast tenderness. Vaginal bleeding also occurred for two days. Review of the information provided did not identify any evidence of misuse. No deviations were noted regarding product and specimen storage, handling, or testing technique. 2. The batch record of 0000994862 was reviewed, the quality control release data met release specification; no non-conformances was observed in the finished product, semi-finished strip as well the strip components manufacturing process. 3. The retain product investigation was performed on lot 0000994862. Performed visual inspection for the packaging and devices, (B)(4) retained devices were intact. (B)(4) devices with clinical negative urine samples and read results at 3 minutes. All retained devices showed expected negative results. 4. Unable to determine assignable cause: the complaint investigation provided insufficient objective evidence to determine the most probable identifiable factor to assign any other available cause code. 5. No death or serious injury occurred, the event is related to product result, the reported issue was not replicated during investigation, and therefore no product deficiency was identified by the investigation. The complaint is tracked and trended on a monthly basis.

Event description:
(B)(6) 2025. Customer emailed technical service (ts) and reported that the following happened recently: a false positive result has been obtained with the clearview hcg cassette, ref (B)(4), lot 0000994862, expiration date 2027-04-10, but the serum hcg was negative. Typically, we are only aware of cases in early pregnancy where serum hcg is already positive while urine hcg is still negative. The customer would like to know if the above-mentioned case (hcg in urine positive, hcg in serum negative) has been heard of before and if there are any interfering factors known that could cause the urine test to be false positive (medications, dietary supplements, tumors, etc.) See details in patient (B)(6). Clearview hcg cassette, ref (B)(4), lot 0000994862 see attachment "(B)(4) _original email"